Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up it was noted that this left ventricular (lv) lead had dislodged, a new lead was implanted and this lv lead was discarded. No additional adverse patient effects were reported.